Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 05/05/2025, it was reported that the patient experienced inaccurate cgm values. The patient uses tandem tslim in modified closed loop and experienced malaise. The bg was 37 mg/dl while the cgm was 157 mg/dl. The daughter provided carbohydrates. The patient was shaking, disoriented, and had seizure with unconsciousness. 911 were called, the bg was 47 mg/dl while the cgm was still 157 mg/dl. The patient was given glucagon and the bg rose to 77-79 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The 911 responders performed another glucose comparison and it was found that the reported glucose value fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
D: primary UDI number - additional h2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.